Event description:
The pt received the scs system on (B)(6) 2009. It was reported that the pt stopped feeling stimulation. The charger and the pt programmer were unable to locate the scs ipg and the pt programmer displayed communication error message. Replacement charger was unable to resolve the issue. No further info is available at this time.

Manufacturer narrative:
This ipg serial number is included in a field advisory. Sjm has limited info related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.